Manufacturer narrative:
(B)(4). Date sent 6/20/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, when using this product and clipping the root of the inferior mesenteric artery (ima), the scissoring occurred at the 2nd to 3rd firing. Just in case, it clipped additionally and there was no problem at that time. It seemed like the sensation when using it was the same as usual, but the nurse said that there may have been some overlap. After that, the doctor used it without any problems, and the surgery was completed. There was no effect on the patient due to this event. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 7/18/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025. D4 batch #y7030v. Investigation summary; the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was was cycled, and it fed, retained and formed the remaining thirteen(13) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch y7030v number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/22/2025. Corrected data d4: UDI#.